Event description:
It was reported that a luer activated valve disconnected from the primary set during use. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available. .

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no sample evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.